Event description:
It was reported by the patient that she underwent a sling procedure in 2005. Within a year post procedure, the patient began to experience repeated bladder infections. The patient has been treated with antibiotics. The patient has seen three different physicians for the infections and is due to return to the third physician in another month for followup. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).